Event description:
It was reported that patient experienced weakness and stenosis. The patient underwent scs system explant and was doing well post explant. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7094984 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4).